Event description:
As reported by the edwards field clinical specialist, 5 years and 7 months post valve-in-valve (23mm sapien xt valve inside surgical valve) in aortic position, the patient had developed severe symptomatic bioprosthetic aortic stenosis. The cause of the stenosis was moderate leaflet thickening and moderate calcification of the sapien xt bioprosthetic leaflets. The patient underwent a valve-in-valve-in-valve (23mm sapien 3 ultra in a sapien xt in a surgical valve) in the aortic position via a right axillary artery cutdown. The procedure was successful with no paravalvular leak, no stenosis, no regurgitation, patent coronaries, and initially no complications.

Manufacturer narrative:
Updated b5, h6- device code.

Manufacturer narrative:
Added additional information to a.2, a.3, a.5, and b.7. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was returned for evaluation. During manufacturing of the sapien xt transcatheter heart valve, the valve and components are inspected several times throughout the manufactu ring process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on medical record provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''5 years and 7 months post valve-in-valve (23mm sapien xt valve inside surgical valve) in aortic position, the patient had developed severe symptomatic bioprosthetic aortic stenosis. The cause of the stenosis was moderate leaflet thickening and moderate calcification of the sapien xt bioprosthetic leaflets''. In addition, the patient had hyperlipidemia and diabetes mellitus ii. Hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. Diabetes mellitus is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the complaint eve nt. The technical summary is applicable to this complaint because valve calcification was likely contributed by patient conditions .

Event description:
As reported by the edwards field clinical specialist, 5 years and 7 months post implantation of a 23mm sapien xt valve, the patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve due to stenosis. The valve was successfully implanted.

Manufacturer narrative:
Investigation is ongoing.